Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08910 and 2134265-2015-08909. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the system froze while entering the patient's information. Then, the system was rebooted but froze again on the third or fourth pullback. No patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The acq pc was received by fremont cis with no signs of external handling damage and defects observed. Acq pc failed the functional testing as the acq pc boot into windows applications momentarily and then the screen imaged shut off even the power was on. The cause of the reported failure is on the acq pc ilab software missing files. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08910 and 2134265-2015-08909. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the system froze while entering the patient's information. Then, the system was rebooted but froze again on the third or fourth pullback. No patient involvement.